Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient turned off the scs system and the pain did not resolve. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg and lead were explanted which resolved the issue.